Event description:
Reporter indicated that a vns patient had suicidal thoughts and has been given anti-depressant medications due to the event. Attempts for additional information have been unsuccessful to date.